Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a procedure. The exact procedure date is unknown however it was reported the device had been in place for seven months. According to the complainant, the peg has a hole causing leakage of the drug. It was removed and a new peg device was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.